Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve (hereafter called "the first valve"), due to challenging patient anatomy, there was difficulty positioning the valve and it was implanted too low resulting in severe paravalvular leak (pvl). A second valve was then positioned valve-in-valve. During the positioning and initial deployment of the second valve inside the first, the first valve moved out of the target location. The second valve was pulled back while still in the capsule to the descending aorta and the first valve was repositioned in the ascending aorta with a snare. The second valve was then advanced through the first valve, positioned in the annulus and deployed. The patient continued to have severe pvl with the second valve as it moved lower in the ventricle after it was released. The valve was snared and held in a favorable position resulting in tolerable pvl. When tension from the snare was released, the valve again moved lower in the ventricle resulting in severe pvl. For this reason, a third valve was attempted to complete a valve in valve in order to decrease the pvl and hold the second in place. When attempting to deliver the third valve through the first and second valve, the snares came off and the first and second valves moved. At this time, without a snare, the second valve (aortic location) moved lower in the ventricle and the pvl became severe again. The team worked to re-snare the valves and position them in a manner that would reduce the pvl but were not successful. The third valve was not implanted and was removed from the patient. Shortly thereafter, the patient expired.

Manufacturer narrative:
This report was submitted with respect to the first valve implanted. The device remains implanted and was not returned to medtronic for analysis. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. (B)(4).

Manufacturer narrative:
No eval explain code. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.